Event description:
It was identified during a periodic review of internal programming data that the patient's vns device showed high lead impedance. Device history record was reviewed for both the generator and the lead. Both devices were sterilized and passed all quality control measures prior to distribution. There were no unresolved nonconformances identified prior to distribution. It was later noted that the patient passed away due to pneumonia, which was determined to be unrelated to the vns. The suspect device is not accessible to the manufacturer for analysis. No additional relevant information has been received to date.